Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal power manager (upm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The upm was analyzed. Upon visual inspection, no issues were found that would be related to the reported failure. In artemis, the error 865 upm_pic critical non-recoverable pic fault; brake current error on the right cart drive wheel (brake current error count: 29) / class 3, confirming the fault occurred in the field. The upm was installed and tested onto an in-house system where the component functioned as expected. The board was configured and programmed without issue. The system started up without any error. 10 power cycles were run and all passed. The unit remained on the test system for hours in normal operation with no issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The fse replaced the cfg-upm to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical training procedure, the system sent error 865. There was no patient involved. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the system was down for 10 days.